Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspected front panel assembly for investigation. An investigation was performed and identified the root cause of the reported issue was due to fluid ingress within the assembly. This issue will be internally investigated within carefusion.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect component is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the touch screen is non-responsive. The customer reported delamination of the touch screen is preventing use of the unit. The customer reported no patient involvement is associated with the event.